Manufacturer narrative:
On an unknown date, the amikacin was switched to 200mg daily intraperitoneally. Fifteen days after the event onset, the peritoneal effluent was observed clear; therefore, the amikacin and vancomycin were discontinued. On that same day, the patient was discharged from the hospital and deemed recovered. Pd therapy remains ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain, and diarrhea. The cause of the peritonitis was unknown. On the same day as diagnosis, the patient was hospitalized for the event and began intraperitoneal (ip) treatment with amikacin, 400 mg for one day. On the same day, the patient was treated with vancomycin, 2 grams, ip, every five days (ongoing). One day later the patient began treatment with amikacin, 200 mg, ip, once per day (ongoing). At the time of this report, the patient remained hospitalized, the antibiotic treatment was ongoing and the patient was recovering from the event. Dianeal therapy was ongoing. No additional information is available.